Event description:
Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue due to defective image disk. Fse replaced the image disk and reinstalled the ippc os. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The device problem code and evaluation method code were corrected.